Event description:
Smith & nephew wound management division was contacted by hy-tape surgical products corporation regarding a complaint on sleek tape. Sleek tape is a bulk roll tape product mfg by smith & nephew medical in england and distributed by smith & nephew wound management division of hy-tape surgical products corp. Hy-tape reprocesses these rolls into small tape rolls and packages in hy-tape packaging configurations. Smith & nephew is nevertheless submitting this report based on the info rec'd from hy-tape. The complaint info from hy-tape indicated that they rec'd info from the hospital is that tape was being used on a 25 week premature infant to secure an endotracheal tube. When the tape was removed, there was a severe skin affliction on the pt's skin. Sutures were necessary at the time of the incident and f/u has indicated the area is healing. One (1) return sample was provided to smith & nephew for the investigation. The results indicated that the appearance and subjective properties were considered to be satisfactory with no unusual problems noted with the returned sample. The removal technique of hy-tape (sleek tape) may be relevant in that the amount of force used could aggravate skin stripping. Pt's weight: 1.8 ounces.